Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a dialysis catheter. The customer reports "after initial placement the wound became swollen and infected and the tube was removed."